Manufacturer narrative:
New information was received from the customer which makes a previously reported issue non-reportable. The customer stated that there is ¿no claim about architect result¿, indicating that the abbott product did not malfunction. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and testing with a retained kit. The customer has sent the sample in question to a reference lab, but no final results could be obtained. Further, the customer does not claim the architect result to be false. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues with lot 14055be00 and the complaint issue. Labeling review concludes that the issue is adequately addressed. A retained reagent kit of the complaint lot was tested in a sensitivity setup. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is acceptable. Based on the investigation, the architect hiv ag/ab combo reagent lot 14055be00 is performing as intended, no systemic issue or deficiency of the architect hiv ag/ab combo reagent was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive architect (B)(6) ag/ab combo results when compared to another method on one patient. The results provided were: on (B)(6) 2020 sid (B)(6) was repeated on the architect = 0.31 / 0.32 / 0.21 s/co (specimens with s/co values < 1.00 are considered nonreactive); the sample was initially run on sysmex with a result of 5.273 coi (reactive) (cutoff = 1.00 coi). The sample has been sent to a confirmatory lab. No impact to patient management was reported.